Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used a stent placement procedure on (B)(6) 2011. According to the complainant, the stent was deployed without any issue. The stent used in the procedure was not a boston scientific device. After the procedure it was noted that the contrast had leaked from the patient's mid bilary to the abdominal cavity. It was reported that a perforation was suspected. When the patient was observed the next day, no anomaly was reported. It is unknown if any treatment was performed for the perforation. The procedure had been completed with the jagwire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.